Manufacturer narrative:
Unit received with cracked select button on keypad overlay. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly stained serial number label and peeling end cap address label.

Event description:
The customer reported via phone call that there was crack on the center button and keypad was damaged. The customer¿s blood glucose level was 141 mg/dl at the time of incident. The insulin pump will be returned for analysis.